Event description:
A 2.5 mm diameter x 30 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a mid circumflex lesion. Lesion morphology was reported as moderately calcified with nearly a 90% degree angulation. The target lesion was a 10 + year old chronic occlusion. The lesion was pre-dilated. It was reported that the physician was attempting the kissing balloon technique. An endeavor mx2 drug-eluting stent delivery system was inserted to the lesion and then a second delivery system was inserted into the guide catheter. The first stent was being advanced for a second time and resistance was felt. The catheter was pulled back, gently tugging about three times before he felt a small pop. It was noted after the delivery system was removed that the stent had dislodged. The physician attempted to remove the un-deployed stent by using a balloon and a snare both were unsuccessful. However, the balloon was successful in pushing the un-deployed stent into the circumflex and om. A bare metal stent was implanted to crush the stent into the vessel wall. This patient is fine.

Manufacturer narrative:
Secondary intervention - results and conclusion: - embolism-device. Moderately calcified with nearly a 90% degree angulation.